Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported the insulin pump had sensor and needle anomaly. Customer's blood glucose was unknown mg/dl. The customer's mother stated when she put serter on customer and removed the serter the little plastic stayed behind on patient body. The customer's stated that the needle also came out before that. The customer was advised that we will replaced sensor. The customer's mother stated no serious injury or hospitalization occured.